Event description:
This case was initially received by license partner (reference number: not available) on 13-dec-2017 and was forwarded to bayer on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of the second episode of genital haemorrhage ("haemorrhage") and the first episode of genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced the first episode of genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2017, 5 months 3 days after insertion of essure, the patient experienced the second episode of genital haemorrhage (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced abdominal pain ("intense abdominal pain"), alopecia ("hair loss"), somnolence ("somnolence") and decreased appetite ("lack of appetite"). At the time of the report, the last episode of genital haemorrhage, abdominal pain, alopecia, somnolence and decreased appetite outcome was unknown. The reporter provided no causality assessment for abdominal pain, alopecia, decreased appetite, somnolence, the first episode of genital haemorrhage and the second episode of genital haemorrhage with essure. The reporter commented: the sales manager reported that the patient had essure inserted in 2015. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.